Event description:
It was reported, that the gamma nail fractured so it was taken out.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info becomes available it will be reported on a supplemental report.